Event description:
Patient underwent cataract extraction surgery with intraocular lens (iol) implantation in late 2008. After the iol was inserted, the surgeon noted a clear, sticky substance on the anterior surface of the lens which could not be removed with the forceps. Therefore, the iol was explanted and a second lens was inserted. The iol was placed in the inserter and the inserter was placed in the capsular bag, and the iol was unfolded in the capsular bag.